Manufacturer narrative:
Taper ii. (B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Company representative reported on behalf of the physician an alleged band slippage. Additionally, the operative report indicated alleged the pt also had "severe reflux."